Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that towards end of functional endoscopic sinus surgery, the 70-degree burr in their m5 was not locking properly and appeared to be wobbly. The shavers worked with no reported issue. There was no patient impact.

Manufacturer narrative:
H3 : the device was returned in a small resealable bag. Upon return, traces of contamination were observed at the distal end of the outer tube and on the tip. There was no damage noted in the construction of the device. The inner assembly spun by hand with no binding sound. The device was easily loaded into a handpiece and ran in forward mode up to 30,000 rpm with no issues. No difficulty was encountered during bur attachment, and no wobbling was observed during the functional test. The complaint was not confirmed, no out of specification condition was observed. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.